Manufacturer narrative:
Concomitant medical products: ddmb2d1, ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that alerts were triggered due to short v-v intervals, non-sustained episodes of oversensing, and oversensing with noise. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.